Manufacturer narrative:
(B)(4). Concomitant medical devices: cls spotorno, stem, 135, uncemented, 15.0, taper 12/14; item# 29.00.39-150; lot# 2429117. Foreign source: italy. Multiple MDR reports were filed for this event, please see associated reports: 0009613350-2022-00511. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that patient underwent a total hip arthroplasty and approximately 10 years and 8 month later a revision surgery was performed due to dislocation and elevated metal ion level which was confirmed by laboratory tests. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h6, h10. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Devices are used for treatment. Insufficient information provided. Unable to perform a compatibility check. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.